Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that analysis of the device image showed that the device had triggered device parameter reset error the day after implant. The alert was cleared non invasively. Device functionality has not been affected.